Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. No visual abnormalities were noted with instrument. Two 10r device loading unit (dlu) were received partially fired with disrupted timing. Microscopic evaluation of one of the dlus revealed scratches on the inner tube. The dlus were unable to be loaded due to the disrupted timing. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the reported conditions could be due to improper loading of the reloads, indicated by the scratches on the inner tube of the reloads. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, while fixating the mesh, there were difficulties with loading the reload onto the handle although the reload securely fastened onto the shaft. The reloads were not able to load properly due to misalignment of the reload and the flat head tip of device handle. Some tacks could not be fired, and were only able to be fired after some difficulty. To resolve the issue, more tacks were opened but some tacks were not able to fire. The patient was no injury.

Event description:
According to the reporter, during a laparoscopic ventral hernia repair, while fixating the mesh, there were difficulties with loading the reload onto the handle although the reload securely fastened onto the shaft. The reloads were not able to load properly due to misalignment of the reload and the flat head tip of device handle. Some tacks could not be fired, and were only able to be fired after some difficulty. Patient has no injury.